Event description:
It was reported that the pt underwent a surgery 4 months after implantation in (B)(6) 2010, because she suffered an infectious ulcer which affected her hearing performance. Hearing performance was affected again later because the pt suffered a decubitus ulcer. For this reason, a new surgery was carried out on (B)(6), 2011. During this surgery, the ci was explanted accidentally. A new implant was implanted the same day. None of the ulcers were caused by the implant. Med-el was not informed about the explantation until after the surgery was carried out.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.